Event description:
As reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible when the doctor shuttled down and back up. Hemostasis was achieved by manual pressure for less than thirty minutes with no issues to the patient. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The device was inspected prior to use and there were no anomalies noted. Procedure was finished and operator was using the mynx device for closure. The doctor attempted to check for white tamping tube by using a scalpel to open black shuttle tube but felt the balloon pop, when device was removed. It was determined the reason the tamping tube was never visible was because sealant remained in black shuttle tube and never deployed. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild/moderate vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The patient was having a right leg angiogram intervention with a retrograde approach to the left groin access using a 6f cordis avanti sheath. The user was trained to the device and has deployed hundreds of mynx devices and is competent with it. I have personally observed him deploying over twenty-five devices since I started covering his cases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. The final product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible when the doctor shuttled down and back up. Hemostasis was achieved by manual pressure for less than thirty minutes with no issues to the patient. There was no reported patient injury. The product was stored per the instructions for use (IFU) and opened in a sterile field. The device was inspected prior to use and there were no anomalies noted. The procedure was finished, and the operator was using the mynx device for closure. The doctor attempted to check for the white tamping tube by using a scalpel to open black shuttle tube but felt the balloon pop, when device was removed. It was determined the reason the tamping tube was never visible was because the sealant remained in the black shuttle tube and never deployed. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild/moderate vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The patient was having a right leg angiogram intervention with a retrograde approach to the left groin access using a 6f cordis avanti sheath. The user was trained to the device and has deployed hundreds of mynx devices and is competent with it. The sales rep has personally observed the user deploying over twenty-five devices since the start of covering his cases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock closed. The cordis procedural sheath was returned detached from the mynxgrip, and the sealant was observed in the manufacturing position. Additionally, the syringe was not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported failure. No visual damages or anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per functional analysis, the shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The product history record (phr) review of lot f2302002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy-advancer tube¿ was not confirmed due to the condition of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported since functional analysis was performed successfully. However, procedural/handling factors, such as incomplete shuttling down of the shuttle, are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible when the doctor shuttled down and back up. Hemostasis was achieved by manual pressure for less than thirty minutes with no issues to the patient. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The device was inspected prior to use and there were no anomalies noted. Procedure was finished and operator was using the mynx device for closure. The doctor attempted to check for white tamping tube by using a scalpel to open black shuttle tube but felt the balloon pop, when device was removed. It was determined the reason the tamping tube was never visible was because sealant remained in black shuttle tube and never deployed. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild/moderate vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The patient was having a right leg angiogram intervention with a retrograde approach to the left groin access using a 6f cordis avanti sheath. The user was trained to the device and has deployed hundreds of mynx devices and is competent with it. I have personally observed him deploying over twenty-five devices since I started covering his cases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible when the doctor shuttled down and back up. Hemostasis was achieved by manual pressure for less than thirty minutes with no issues to the patient. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The device was inspected prior to use and there were no anomalies noted. Procedure was finished and operator was using the mynx device for closure. The doctor attempted to check for white tamping tube by using a scalpel to open black shuttle tube but felt the balloon pop, when device was removed. It was determined the reason the tamping tube was never visible was because sealant remained in black shuttle tube and never deployed. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild/moderate vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The patient was having a right leg angiogram intervention with a retrograde approach to the left groin access using a 6f cordis avanti sheath. The user was trained to the device and has deployed hundreds of mynx devices and is competent with it. I have personally observed him deploying over twenty-five devices since I started covering his cases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Event description:
As reported, the white tube of a 6/7f mynxgrip vascular closure device (vcd) was not visible when the doctor shuttled down and back up. Hemostasis was achieved by manual pressure for less than thirty minutes with no issues to the patient. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The device was inspected prior to use and there were no anomalies noted. Procedure was finished and operator was using the mynx device for closure. The doctor attempted to check for white tamping tube by using a scalpel to open black shuttle tube but felt the balloon pop, when device was removed. It was determined the reason the tamping tube was never visible was because sealant remained in black shuttle tube and never deployed. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild/moderate vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The patient was having a right leg angiogram intervention with a retrograde approach to the left groin access using a 6f cordis avanti sheath. The user was trained to the device and has deployed hundreds of mynx devices and is competent with it. I have personally observed him deploying over twenty-five devices since I started covering his cases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Corrected lot number is f2302002. Therefore, a corrected product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.